Event description:
Customer reporting a discordant sars result with another rapid antigen test. Customer states they just finished a course of medication for covid and have tested positive with the quidel qv test but negative with another rapid antigen test. No further confirmatory testing was completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insuffiecient information. Source: phone.